Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, the lead could not be fully inserted. Deformation was noted at 7 cm from the connector end of the lead. Lead malfunction was suspected. The lead was not used and replaced. There were no adverse consequences to the patient and was stable.